Manufacturer narrative:
Pump received with missing retainer and missing reservoir tube o-ring. Unable to verify battery cap damage due to pump received without the original battery cap. The pump passed the self test, sleep current measurement, active current measurement however, unable to perform the displacement test due to missing retainer. Detailed trace analysis shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. Pump received with scratched case, serial number label missing, peeling end cap address label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump received low battery and replace battery alert. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.